Event description:
The minivision stent froze on the guide wire during insertion into the patient. Everything was removed from the patient. It was reported that the guide wire may not have been properly lubricated during preparation. This MDR is being filed based on the analysis of the returned product, which revealed a separated shaft, balloon and stent.